Event description:
It was reported that during a da vinci si myomectomy procedure a cable broke on a permanent cautery spatula instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint: the pitch cable was broken at the instrument's wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported was a dislodged conductor wire. The wire insulation was not damaged. Electrical continuity testing was performed and passed.